Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed the reported battery inoperable alarm and revealed the occurrence of a system fault (sf180) and device overheating alarm. Visual inspection revealed physical damage to the internal battery which confirmed the inoperable battery report. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the reported complaint was most likely due to an isolated component failure within the battery assembly. The battery was replaced to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm. There was no patient injury reported as a result of this incident.